Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.

Event description:
It was reported that the blade detached. A wolverine cutting balloon monorail was selected for percutaneous coronary intervention (pci). During preparation, it was noted that the blade was detached from the balloon. As a result, the decision was made not to use the balloon in the patient. The procedure was successfully completed with another device. There was no patient complications reported.

Event description:
It was reported that the blade detached. A wolverine cutting balloon monorail was selected for percutaneous coronary intervention (pci). During preparation, it was noted that the blade was detached from the balloon. As a result, the decision was made not to use the balloon in the patient. The procedure was successfully completed with another device. There was no patient complications reported. It was further reported that the balloon could not be load onto a non-boston scientific wire. The wire was no kinks or obstructions. However, once the balloon front end was loaded onto the wire, it failed to advance beyond the bladed section and was unable to slide along the wire.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.